Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05dec2019.

Event description:
It was reported that the unit declared a carbon dioxide (co2) rebreathing risk alarm. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the unit would not go into st (spontaneous timed) mode and would not switch to expiratory positive airway pressure (epap). The fse replaced the gas delivery system (gds) and the issue was resolved. The unit passed testing and was returned fully functional.